Event description:
Customer reported a cartridge alarm 30 during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer was able to reload the same cartridge successfully and resumed insulin therapy, resolving the issue.